Event description:
Additional information was received from a patient. It was reported that the patient requested new charger and programmer. For steps taken to resolve the issue, there were too many which meant and could not retrieve the above before 3 days of pain. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. Product ID: 97745, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). The patient reported that after receiving the replacement recharger (rtm), the were seeing "checking the recharger" message and the screen gets fainter and fainter until it turns black. The patient reported that there is no charge in the ins and they were in pain. The controller was reset but that did not resolve the issue